Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a transcatheter aortic valve implant procedure, a minor dissection was observed at the right femoral access site. Consequently, surgical intervention was performed at the access site. The patient was discharged to a rehabilitation clinic approximately three weeks after the procedure. At discharge, the following complications were noted: anemia of multifactorial cause requiring transfusion of four units of blood, and acute renal failure necessitating continuous veno-venous hemofiltration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a transcatheter aortic valve implant procedure, a minor dissection was observed at the right femoral access site. Consequently, surgical intervention was performed at the access site. The patient was discharged to a rehabilitation clinic approximately three weeks after the procedure. At discharge, the following complications were noted: anemia of multifactorial cause requiring transfusion of four units of blood, and acute renal failure necessitating continuous veno-venous hemofiltration. Additional information was received that the minimum diameter of the right iliac artery was 9.5mm and the right femoral artery was 8mm. Moderate tortuosity of the patient's anatomy was noted as a contributing factor. Per the physician, the complications were not related to the medtronic device, but were related to the procedure.